Event description:
On (B)(6) 2011 it was reported extracardiac stimulation. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)